Event description:
Ous MDR - after an implantation period of about 39 months, a loss of capture was reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. It is reasonable to assume that the lead was dissected in the course of the surgery. Both fragments were received for analysis and their performance was scrutinized. Several signs of abrasion were found along the lead body. In the distal part of the lead,the insulation was found rubbed through and the conductor cable to the ring electrode was found fractured. In the area of the fracture the coating of the conductor cable had been damaged due to friction. These damages can be considered to be the root cause of the clinical observations mentioned in the complaint description. Based on the characteristics and the location of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Further damages such as cuttings into the insulation of the lead body and deformation of the distal shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.